Event description:
It was reported that the iab was in use for several days when a balloon ruptured was suspected. The iab was removed and a replacement was not indicated. There were no pt complications.